Manufacturer narrative:
(B)(6). Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that coronary artery disease (cad) and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. On the same day, the index procedure was performed. The target lesion was located in the proximal to mid left anterior descending (lad) artery with 90% stenosis and was 28mm long, with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilatation and placement of a 3.50x28mm promus element¿ drug-eluting stent. Following post-dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was diagnosed with cad and was hospitalized on the same day. Three days later, coronary angiography was performed. The 85% isr in the mid lad, which had previously placed study device, was treated with percutaneous coronary intervention. Following intervention, residual stenosis was 0%. Two days post-procedure, the event was considered as recovered/resolved and the patient was discharged on the same day.